Event description:
It was reported that this right atrial (ra) lead exhibited intermittent oversensing. Technical services (ts) was consulted and reviewed the available information, noting far field oversensing was observed on stored intracardiac electrograms. Ts recommended programming optimization. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.